Event description:
Customer reports to have received a failed battery test when battery cap was screwed on all the way. Customer states that battery cap had to be loosened for pump to work. Customer's blood glucose was 122 mg/dl. During troubleshooting for failed battery test it was found that battery compartment was corroded. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with unexpected failed battery test alarm after battery insertion due to corroded battery tube. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.